Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that 2 infusion set cannula remained outside of body after insertion. Patient noticed the symptoms within 3 hours of insertion. Patient regularly rotate site location. Furthermore patient confirm the introducer needle was ahead of the cannula prior to insertion. No further information available.